Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of his son (the patient) alleging an intermittent power issue with the pump. The reporter claimed that the pump started rebooting after the patient went swimming while wearing the device. The reporter did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The reporter denied that the pump's casing or battery cap were damaged. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission 07/06/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box revealed multiple unexplained power on resets. There was no evidence of short battery life prior to 04/21/2012. The black box showed that the battery was not completely charged when replaced on 4/19/2012. Evaluation revealed that the pump was exercised for 24 hours on a one unit per hour basal program with no loss of power and alarms. The pump rewind, load, and prime were performed with no loss of power and no alarms.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.